Event description:
It was reported that "blood leakage was observed from the optical module connector right after insertion during use." No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located between approximately 21 and 85 cm proximal from the catheter tip. Blood was observed from optical module connector and extension tube strain relief. Leakage was observed from the optical module connector hole when air was injected into the proximal injectate lumen. The catheter was found to have an interlumen leakage in the backform between the proximal injectate and optical fiber lumens. The distal lumen was patent without leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, catheter body, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of blood leakage from the optical module connector was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.